Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced an issue with infusion set needle removal on (B)(6) 2024. The infusion set needle, inserted at the abdomen, was hard to remove and had been in use for two days at the time of the event. The patient's blood glucose level was 426 mg/dl while being treated with insulin via the injection port. No further information available.